Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the electrical wire was damaged/ had a cut. It is unknown if there was patient impact or patient involvement. Due diligence is complete. No additional information is available.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the plug harness was damaged/cut. The plug harness, strain relief, and insulator were replaced and resolved the reported issue. The device history record was not reviewed. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.